Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the forceps channel was damaged, and the biopsy forceps could not be inserted smoothly based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope, the forceps channel was damaged and the biopsy forceps cannot be inserted smoothly. There was no patient involvement.